Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21941. It was reported a patient's right ventricular (rv) and right atrial (ra) leads presented with clavicular crush. This was noticed on fluoroscopy. The rv and ra leads had low pacing impedance while the atrial lead also had no sensing and no capture. Both leads were successfully explanted via laser lead sheath and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.